Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A runway guiding catheter was first advanced followed by a 2.00mm x 15mm maverick balloon catheter was selected and advanced to dilate the target lesion. Upon first inflation the balloon ruptured at 10atm for 20 seconds. The whole device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.